Manufacturer narrative:
Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient received his scs system, including a surgical lead, on (B)(6) 2010 for bilateral leg and low back pain. It was reported that the patient complained of right side abdominal and flank pain. Reprogramming efforts have been unsuccessful at resolving the issue. The patient plans to meet with his physician to discuss the next course of action. Attempts to obtain additional information regarding the patient's condition and/or device status were unsuccessful. According to the manufacturer's device registration system, the patient's system remains implanted.